Manufacturer narrative:
The reported events were lead dislodgement due to twiddler's syndrome and failure to capture. The reported event of failure to capture was not confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood and tissue. X-ray examination found the helix was stretched consistent with procedural damage. The helix mechanism/ extension length could not be tested due to damaged helix, as received. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead did not find any anomalies except for procedural damage. No other anomalies were found.

Event description:
Related manufacturing report number: 2017865-2025-11890. Related manufacturing report number: 2017865-2025-11717. It was reported patient presented in clinic for follow-up. Upon interrogation, it was found that the right ventricular (rv) lead and left ventricular (lv) lead both exhibited no capture. It was also noted that the patient twiddled with their implantable cardioverter defibrillator (ICD), causing it to migrate. Chest x-ray was performed and confirmed ICD migration and rv and lv leads dislodgement due to twiddler's syndrome. The ICD and both leads were explanted and replaced. Patient was stable.